Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with no calcification. Pre-dilatation was performed, reducing the stenosis to less than 40%. The 2.5 x 18 mm implant delivery catheter was advanced to the lesion without resistance, but when attempting to deploy the implant, the balloon could not be inflated. There was no leak from the device noted. The delivery catheter was removed and another device was used to treat the lesion. There was no significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed due to a separation of the outermember and balloon at the proximal seal. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for inflation issues or shaft breaks/separations reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.